Event description:
The facility reported, to a baxter sales rep, that an infusion pump did not deliver medication to a cancer pt. The medication was dilaudid in a 100ml bag and the prescription rate is unk. The pt had a fentanyl patch and reported to the clinician that they were comfortable. The dilaudid infusion was running for two days when the volume of the bag was checked by the clinician and it was found to be full. A kink was found in the tubing, the tubing was straightened. The clinician then restarted pump with the dilaudid infusion and the pt became oversedated. A description of the oversedation was not available. The pt did recover from the oversedation without medical measures. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, or the set up of the infusion device.